Manufacturer narrative:
Cusa excel tip was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cusa tip is a precision surgical instrument and if not used in accordance with the instructions for use and proper training, may result in unintended results. However, no further investigation is possible as no additional information was obtained. The reported complaint was found during literature review and additional attempts to obtain additional information were not successful. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Integra conducted a confidential survey related to the cusa excel laparoscopic tip with an external vendor. The survey contained the following question: ¿please provide any additional comments you may have on the safety of the cusa excel laparoscopic tip. [Optional]¿ there were two responses which indicated there was damage to bowel. The below are verbatim responses to that question: ¿nicer if less thermal damage to bowel¿. ¿it has stayed 'on' once which led to a bowel injury¿. Additional information has been requested on the detail of said response.